Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ventricular undersensing during a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. The patient later died in a manner unrelated to the device system.